Event description:
Bed was found to be leaking some type of fluid, floor had several very slippery areas. Enviromental services assessed floor and room, bed was removed, and replacement sent, biomed paged. Floor was stripped and cleaned while pt was at a procedure.